Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
On november 19, 2009, covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that the patient received heparin, (while at home and while hospitalized) as part of a therapeutic treatment in 2007. While hospitalized, the patient received heparin in the form of both single and multi dose vials. While home, the patient received heparin in the form of a monoject hep-lock flush syringe in order to maintain a clean access in his PICC line and port. During the administration of the heparin, the patient experienced symptoms consistent with FDA warnings including but not limited to itching, redness in the face, drop in platelet count, chest pain, fatigue, decreased blood pressure, abdominal pain, n/v, throat swelling and headache. The patient passed in 2007.